Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's daughter reported that the patient had an open sore under one of the electrodes and welts under another electrode. The patient's physician prescribed a cream. After using the cream, the irritation improved.